Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebu0835 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the wire was broken near the curved end of the catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: this is the only complaint that has been reported for this corporate lot number to date. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Investigation summary: the complaint of a damaged guidewire was confirmed but the exact cause was unknown. The product returned for evaluation was a 0.038¿ x 70cm guidewire (within hoop). Gross visual evaluation of the wire found white/clear crystalline residue, similar to saline residue, and red residue consistent with blood. A kink between two wire coils was seen 0.7cm from the transition to the ¿j¿ tip. No breakage of either the core or the coil wire was seen. Microscopic examination of the guidewire found no potential evidence supporting a root cause to the guidewire kink. While no specific physical evidence was seen which supported a root cause to the kink, it was likely that the wire was not inserted into the needle in its current condition as the damage was obvious. No potential damage/defect related to manufacture of the device was seen. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the wire was broken near the curved end of the catheter. There was no reported patient injury.